Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t hs results for 2 patients on cobas e 801 module. Results for patient 1: the initial result was 41.2 ng/l. The repeated result was 95.8 ng/l. The same sample was repeated on a different analyzer twice and both results were <14 ng/l. Results for patient 2: the initial result was 248 ng/l. The repeated result was 43.9 ng/l. The same sample was repeated on a different analyzer twice and the results were 41.56 ng/l and 41.70 ng/l. The erroneous results were not reported outside of the laboratory. The troponin reagent lot number is 474941. The expiration date is 31-aug-2021.

Manufacturer narrative:
Based on the data provided, a general instrument or reagent problem could not be identified. The investigation did not identify a product problem. The cause of the event could not be determined.